Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pbj924, xzw855619 and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure. (B)(6) years old, male, (B)(6), bmi unknown. What tissue was the suture used on? Pulmonary artery tissue. What was the condition of the tissue (ie normal or thin, calcified, fragile, diseased)?unknown. How was the suture placed (interrupted or continuous)? Unknown. Were x-rays performed to localize the needle fragment? Yes. Does the needle remain retained in the patient¿s tissue? Yes. If retained, where is the needle located? In what structure? Floating in the pulmonary artery, unknown. If retained, were there any patient consequences? Unknown. What instruments were used to grasp the needle? Needle holder. Where was the needle grasped during use? Unknown. Will the device or sample from lot pbj924 be returned for evaluation? No. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Death was pronounced on (B)(6) 2020 due to consideration of cerebral hernia.

Event description:
It was reported that the patient underwent aortic dissection, hemiarch replacement, partial arch bypass and placement of peritoneal stent via the descending femoral artery on (B)(6) 2020 and suture was used. During sewing the pulmonary artery tissue, the needle pulled off. Xrays were performed and the needle could not be found after suturing. The needle fell into the patient and was not retrieved since there was bleeding. The patient was in stable condition following the procedure. It was reported the needle is still in the patient and location could not be confirmed. It was reported that the patient died on (B)(6) 2020 and cause of death was considered to be cerebral hernia. Additional information will be requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/23/2020. Corrected information: d3, g1, g2. Additional information was requested and the following was obtained: please confirm initial procedure date was (B)(6)2020. Confirm the complaint event surgery date was (B)(6)2020. Are representative unopened samples of w8556, lot pbj924 available for evaluation? No. Please clarify the cause of death. Death was pronounced on (B)(6)2020 due to consideration of cerebral hernia was an autopsy performed? If yes, may we have a copy of the autopsy report for review? Unk. Would the surgeon like to speak with ethicon medical safety and engineering via scheduled conference call regarding the product involved in this event? Unk.